Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported string came out upon removal of the tampon and was not able to remove it. She went to ER to have it removed. Multiple attempts have been made to obtain further information. No further information has been received.